Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent a procedure for treatment of pelvic organ prolapse, stress urinary incontinence and other symptoms. The pt experienced pain injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. Patient underwent a procedure for treatment of pelvic organ prolapse, stress urinary incontinence and other symptoms. The patient experienced pain injury and has undergone corrective surgery. The complications post uretex and pelvicol implantation were abdomen disfigured, blood in urine, pain, chronic bladder infections, urinary incontinence, ulcers and hemorrhages, pain during intercourse, infections as a result of the mesh pushing through vaginal wall, scar tissue growth, irritable bowel syndrome (ibs), infection in colon caused severe bowel bleeding, incontinence during intercourse chronic pain, chronic bladder infections, blood in urine, a piece of the mesh is in vaginal wall, felt protrusions and surrounding scar tissue, pain during intercourse, incontinence, heavy and painful periods.